Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 , the user reported experiencing fluctuating blood glucose readings, with lows in the 40 mg/dl range and highs up to 400 mg/dl. The user stated that meal announcements were sometimes entered after eating, which could result in overlapping insulin dosing. The device issued alerts for both high and low glucose readings. Low glucose was treated with glucose tablets, and high glucose was managed through device corrections. Reported symptoms during low glucose included sweating and shivering; no symptoms were reported during high glucose.